Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported insulin pump was broken and not giving the correct insulin and experienced hyperglycemia. The customer blood glucose value was 250 mg/dl. The event involved product unomedical,mmt-1884,unk_reservoir,mmt-7040a. Troubleshooting was not performed. It was unknown whether the auto mode feature was active at the time of incident. It was unknown whether the customer had been using an insulin pump within 48 hours of reported event. No further patient complications were reported. No product return was required for unomedical,unk_reservoir,mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement test, and the dat test at .0866 inches. However, failed sleep current measurement test. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No alarms anomaly during testing or in file history. In further full review of the pump history on the date of testing 10-17-2025 found daily total of bolus insulin delivered to be 53.7 units. The pump was cut open to perform visual inspection and found moisture damage on the pcba1. The test p-cap cap and reservoir locked properly into reservoir compartment during testing. The pump was received with scratched case, stained keypad overlay. In summary, customer allegation for pump possibly under delivering anomaly not confirmed during full functional testing. However, failed sleep current measurement test due to moisture damage on the pcba1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.